Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for lots 25152724, 25152786, and 25152808 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out . The polyfuse activated and timed out when no indications of overheating or continuous use for 14 seconds were observed. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out . The polyfuse activated and timed out when no indications of overheating or continuous use for 14 seconds were observed. A replacement device was used to complete the procedure.